Event description:
Complainant alleged that during an inservice demonstration at customer's facility, the device analyzed a simulated heart rhythm, advised shock and then internally dumped energy. Complainant indicated there was no pt involvement in the reported malfunction.